Event description:
The surgery nurse (B)(6) has reported to the sales rep per olof brettmar that the posterior locking part came loss from instrument during impaction of kil preparation.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.